Event description:
The account alleged there was a patient fall resulting in an injury.

Manufacturer narrative:
The technician investigated the alleged incident and the account stated that the patient was admitted to the hospital due to a fall at home. The nurse stated they were outside the patient's room at the hospital and heard the patient fall. The nurse entered the room and found the patient had fallen on her left side. The nurse allegedly checked the bed exit status on the bed and alleged that it was still set but not alarming. The staff did not note what bed the patient was in at the time of the alleged fall. The staff did not remove the bed in question from service.